Event description:
It was reported that during a stapled hemorrhoidectomy procedure, the surgeon followed a step of use to start the procedure as usual. After closing the knob to the end (orange indicator to the bottom range) waited around 30 seconds and fired, however, no crunch sound was heard when he just follow his normal way to squeeze a firing trigger. He wondered any problem of the stapler, then he hold a fire trigger and exert extraordinary great force to squeeze, not successful after few attempts, even he released a trigger a bit and exert to squeeze with maximum force, still failed. Then he opened an anvil and find the mucosa was partially cut, 50 percent area of the mucosa ring was cut and with stapled completely formed, the rest of it were not formed. There was severe bleeding and need a suture to close the opened mucosa layer. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Breakaway washer indented. The analysis results found that the device arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device, the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle), staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: did the patient receive any blood products due to the bleeding, if so how much? No blood transfusion is needed.